Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a cyber-security upgrade was attempted. The device went into back-up mode. Technical support was contacted and recommended reprogramming, which was performed to resolve the back-up mode. The cyber-security update could not be successfully performed. The patient was stable and there were no adverse consequences.